Event description:
It was reported that a malfunction occurred with the customer's pump, indicated by the malfunction alarm code 16-0x20e6. There was no reported impact on the customer's blood glucose level. The distributor is awaiting the return of the pump for further examination, and a replacement pump with a new serial number has been provided.